Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 11, 2017. The sample was not returned for evaluation. A review of the device history record revealed no manufacturing anomalies. A retention sample from the same product code/ lot number combination was obtained. The retention sample was visually inspected, during which no anomalies were noted. Using the cdi 500 and cdi 540, gas calibration was attempted on the retention sample. The calibration was successful. The sample was then performance tested by linking it within a circuit of buffer solution and reading the output values. No errors were seen during the performance test, and all values were displayed. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that the sensor was not working after calibration. There were no values on display on arterial values. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.